Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: e1 - initial reporter updated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post operatively.

Event description:
It was reported that patient was unable to place the system into MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead was impacted.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000150014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.